Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Per the persona knee system package insert, loosening and infection are known potential adverse effects of this procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona all poly patella cemented cat#: 42540000041, lot#: 63256496. Persona ps articular surface fixed bearing cat#: 42511400712, lot#: 62901178. Persona ps standard femoral cemented cat#: 42500606601, lot#: 63141634. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0002648920 - 2017 - 00745, 0002648920 - 2017 - 00746, 3007963827 - 2017 - 00287. Remains implanted.

Event description:
It was reported that the patient is experiencing loosening and infection approximately seventeen months after initial left knee arthroplasty.